Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. It was also noted that this rv is place in the left bundle branch (lbb). High capture thresholds and low amplitudes were also observed. Technical services (ts) provided troubleshooting options. This product remains in service. No adverse patient effects were reported.